Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. Sample was visually inspected and found to be nonconforming with inner cutter present in the port. White foreign material on the needle and port face. The sample was then functionally tested for actuation. The actuation testing was found to be nonconforming. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed non-conforming. No presence of adhesive on the inner cutter when held under ultraviolet (uv) lighting. Gouge marks were present at the bend area. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation failure. The root cause for the actuation failure, is the separation of components. The exact root cause of the inner cutter detachment cannot be determined; however, a manufacturing related issue cannot be ruled out. A non-conformance record has been initiated associated with the inner cutter/coupling detachment of the sample. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the actuation failure of the probe occurred and the cutter stopped actuating during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).